Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. Nothing was identified in the batch record review which could lead to the condition identified. Review of the design history file for this device indicates peristomal site infection is the most commonly reported complication of peg placement, and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment. Leakage around the tubes is reported to occur in 1% to 2% of placements. Product labeling indicates physicians and patients are instructed to keep the puncture site clean and dry using aseptic technique or institutional protocol. If any further relevant information is identified, a supplemental medwatch report will be filed. A return sample evaluation was not performed because tubing remains implanted.

Event description:
On (B)(6) 2015, a physician reported to abbvie that during a follow up visit, the patient's stoma site was noted to be leaking. On (B)(6) 2015 information was received from the patient indicating treatment was given for a peg-j insertion site infection on (B)(6) 2015. Cephalexin 500mg was prescribed for the infection. The peg tube was implanted on (B)(6) 2015. On (B)(4) 2015, additional information was received that the patient had a urinary tract infection which was initially treated with macrobid, and then changed to cipro 500 mg twice daily for 5 days.